Manufacturer narrative:
The reason for this revision surgery was due to dislocation of the glenosphere. The previous surgery and the revision detailed in this investigation occurred 3.7 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) revealed one non-conforming material report (ncmr) associated with item 508-32-101 listed in the complaint. Non-conforming material report (ncmr) # 22446 was for 10 parts for tolerance requirements and dispositioned as acceptable. All other critical dimensions and specifications of the reported component used in the previous surgery met design and manufacturing requirements. The component was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation of the glenosphere. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Manufacturer narrative: the reason for this revision surgery was due to dislocation of the glenosphere. The previous surgery and the revision detailed in this investigation occurred 3.7 years apart. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) revealed two non-conforming material reports (ncmrs) associated with item 508-32-101 listed in the complaint. Non-conforming material report (ncmr) # (B)(4) was for 10 parts for an undersized outer radius and dispositioned as acceptable because there was no mechanical interference or load-bearing impact. Non-conforming material report (ncmr) # (B)(4) was written for incomplete inspection of the outer spherical diameter. The feature was inspected 100% at a subsequent operation and found to be acceptable. All other critical dimensions and specifications of the reported component used in the previous surgery met design and manufacturing requirements. The component was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to dislocation of the glenosphere. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to a glenosphere dislocation.